Event description:
It was reported that multiple intermittent cartridge alarm 1 occurred during basal delivery . The customer's blood glucose level was 163-206 mg/dl. A cartridge change was performed resolving the issue. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly the alarm ultimately cleared, and the customer continued to use the pump and has back up manual injections for continued insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.